Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose level was 421 mg/dl. The customer attempted to self-treat with a manual dose injection, but later went to the emergency room with high amounts of ketones which were not identified as dangerous by healthcare provider. The customer was treated intravenously with fluids of saline and insulin and was released from the emergency room on the same day with issue resolved and no permanent damage. A systems check was performed with tandem technical support and no issues were identified.